Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions occurred due to a faulty video connector socket, which caused error code e226 to be displayed, which caused unanticipated blackout and image not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) completed device inspection at customer site and issue was resolved. The device was not returned to olympus repair for evaluation. During onsite visit, the olympus field service engineer (fse) found as soon as plug was connected in a scope, reportable malfunctions were identified. There was no issue with the camera head. The error log suggested the fault was being caused by a faulty mouthpiece and required replacement. During 2nd visit on 02jan2024, carried out the replacement of the mouthpiece, full function test was performed and fse confirmed that subject device was now working to specification. System was tested using a camera head provided by the customer. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
The olympus field service engineer (fse) visited customer site and fse found the error code e226 (endoscope communication failure), grainy image/no image and an unexpected power failure of the video system center. There were no reports on patient harm. This report is related to linked patient identifier (B)(6).